Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an open book image alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Pump passed rewind and active current measurement. Pump failed sleep current measurement due to high current reading, problem isolated to moisture damage on the j6 and j7 power connectors on pcba 1. Pump failed prime/seating due to pump recognizing reservoir without any reservoir present. Problem isolated to moisture damage on the force sensor. Unable to perform displacement test, basic occlusion test, force sensor test, and occlusion test due to pump unable to properly load reservoir. Pump failed self test due to pump error 75. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed pump error 68 on (B)(6) 2023 at time 11:12:23.000 due to hardware anomaly caused by moisture damage to the electronic assembly. Verified the pump alarmed pump error 49 on (B)(6) 2023 at time 11:12:47.000 due to hardware anomaly caused by moisture damage to the electronic assembly. Verified the pump alarmed pump error 75 during testing on 04/28/2023 at time10:48:12.000 due to moisture damage on the j6 (pcba 1). Verified the pump alarmed pump error 25 while monitoring on (B)(6)2023 at time 15:00:00.000 due to the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) sudden voltage drop to 0v. Problem isolated to moisture damage on the j6 and j7 power connectors on pcba 1. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube) and pillowing keypad overlay. Pump powered on successfully. Critical pump error (open book image) was not confirmed during analysis. Unexpected battery power was confirmed due to high sleep current, problem isolated to moisture damage on the j6 and j7 power connectors on pcba 1. Pump error 75 was confirmed during testing due to moisture damage on the j6 (pcba 1). Pump error 49 was confirmed in the history files due to hardware anomaly caused by moisture damage to the electronic assembly. Pump error 68 was confirmed in the history files due to hardware anomaly caused by moisture damage to the electronic assembly. Pump error 25 was confirmed while monitoring the pump due to moisture damage on the j6 and j7 power connectors on pcba 1. Pump exposed to moisture confirmed on the pcba 1, pcba 2, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.